Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant that was performed into the septum. The values were not good, hence the rv lead was removed and pulled outside. When a check was performed, the screw was considerably bent. Additional information received which indicated that this rv lead was discontinued because the helix stretched. The rv lead was then replaced with the same model and never in service. The operation was successfully completed. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant that was performed into the septum. The values were not good, hence the rv lead was removed and pulled outside. When a check was performed, the screw was considerably bent. Additional information received which indicated that this rv lead was discontinued because the helix stretched. The rv lead was then replaced with the same model and never in service. The operation was successfully completed. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis confirmed damaged/defective allegation with the lead electrode end based on visual observation of helix stretched out. Furthermore, based on the helix difficulty and the observation of a deformed helix tip this is a known inherent risk of the lead. Correction to field f10 and h6. Device code.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant that was performed into the septum. The values were not good, hence the rv lead was removed and pulled outside. When a check was performed, the screw was considerably bent. Furthermore, this rv lead was discontinued because the helix stretched. The rv lead was then replaced with the same model and never in service. The operation was successfully completed. No adverse patient effects were reported.